Event description:
Complainant alleged that one shock was successfully delivered to a pt (age & gender unknown) on an attempt to deliver a second shock, the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor.